Event description:
A health care provider (hcp) reported via a manufacturer representative that they realized the extension was broken during the implant procedure. There was no particular environmental, external, or patient factor that contributed to the event. No diagnostics or troubleshooting was done. The extension was replaced and the issue was resolved. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
Analysis of the extension found the straight wire in the body of the conductor in the body of the extension was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient did not experience any falls or trauma. X-rays were done to identify the problem, but no disruptions or breakages were found. Impedances were checked and were measured to be high so the health care provider (hcp) assumed there was an open circuit. During the revision, the connections were checked and impedances were measured at every level. The hcp decided to explant and replace the extension. Following the replacement, impedances were normal and the patient had symptom relief. There were no visual problems with the extension. The issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported the patient felt their condition was getting worse and their parkinson's disease symptoms had returned. The patient went to the hospital, where the health care provider (hcp) realized something was wrong with the deep brain stimulation (dbs) system. After being examined, the hcp decided to do a revision and explant and replace the extension.